Event description:
Procedure type: lap chole. According to the reporter: the top of the port came off. No unanticipated issues arose from this event. There was no adverse outcome. Another device was used to complete the procedure. No pt injury reported.

Manufacturer narrative:
(B)(4).